Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the second inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.